Event description:
"Infection." Lead manufactured by boston scientific. Case: (B)(4) merged into (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).